Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on data report. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at display window corner, battery tube threads, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported that she had passed out and was found foaming from the mouth. In another incident her blood glucose level dropped to 47 mg/dl. Three days ago her blood glucose level dropped to 39 mg/dl. Her husband woke her up with soda and candy. Three months ago she had crashed her car because she lost consciousness. The customer believed the insulin pump was over delivering. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.